Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. Calibration and controls were acceptable. The sample centrifugation time was shorter and the speed was faster than recommended by the tube manufacturer. The field service engineer determined vacuum tubing was perforated and there was crystallization on top of the cuvettes. The tubing was re-positioned to allow for proper vacuum. The cuvettes were exchanged and a cell blank measurement was performed. Calibration and controls were successful. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 6000 c (501) module. No questionable results were reported outside of the laboratory. The sample was repeated due to the initial value being a high result. The sample was repeated on an unknown blood gas analyzer and the repeat value was deemed correct. The sample initially resulted in a na value of 169 mmol/l and it repeated as 137 mmol/l.